Manufacturer narrative:
The device was discarded by the manufacturer.

Event description:
It was reported that prior to a procedure the wire collet was producing metal shavings. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that prior to a procedure the wire collet was producing metal shavings. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.